Event description:
It was reported to nova biomedical by the consumer's parent that the consumer's blood glucose meter was missing the first and second digits in the lcd screen. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow up report will be filed.